Event description:
Loss of osseointegration, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, pain. Maybe biomechanical overload. Mandible bar restoration implant 33 / 43. Same patient as (B)(6).